Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer regulated the filling of the cells as they were overflowing every time the wash comb was lowered to fill them. The investigation is ongoing.

Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample with the cobas 6000 c 501 module. The initial result was 111 mmol/l. The repeated result was 155 mmol/l. The second repeated result was 114 mmol/l. The questionable result was not reported outside of the laboratory. The electrode lot number was 53322900. The expiration date was requested but not provided.